Event description:
It was reported that a user experienced recurrent low blood glucose with a recorded reading of 58 mg/dl while using the ilet, including an episode where glucose trended down despite eating, which prompted low alerts and user treatment with oral carbohydrates. Investigation included troubleshooting and user education performed by support. Further investigation of this case revealed an undetermined cause for hypoglycemia, with discussion to avoid overtreating lows and to consult a healthcare professional or trainer; no device malfunction was identified based on available information. There was no user reported clinical symptoms associated with hypoglycemia. Outcomes included resolution of the low after consuming a bowl of cereal, with no injury and no medical intervention or hospitalization. It was concluded that the event was user-reported hypoglycemia with cause unclear and that the device appeared to be functioning as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.